Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after an interventional procedure. Reportedly, after the needle plunger was removed, a cuff miss occurred. The device was removed and hemostasis was achieved using a second proglide device. There were no reported adverse patient sequelae. A 6fr sheath was used. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received.a follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). An analysis of the returned device did not confirm the reported device issue. Inspection of the returned device indicated that both cuffs captured the needles and the rail suture end attached to returned plunger assembly was cut. This is indicative of successful needle deployment and suture retrieval. Because part of the suture containing the knot was not returned, it could not be determined if the knot was successfully advanced to the puncture site to close the vessel. Based on the investigation, no product deficiency was identified and a definitive cause could not be identified. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot.